Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. However, there are issues with implant subsidence and loosening, possibly due to the patient not following post-operative instructions. As a result, the patient may need revision surgery for both the tibia and talus, using the invision system.

Manufacturer narrative:
The reported event could be confirmed, based on available CT scans and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that- "I can confirm that there is loosening and subluxation of the tibial component. There is some radiolucence visible in the talar component as well, but it cannot be said from the CT scan only, whether loosening is present, here. As this is stated by the treating surgeon, I would agree, here. Whether the loosening comes from the early weightbearing can neither be confirmed or excluded. There is no statement on the cause of the loosening possible, here." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. However, there are issues with implant subsidence and loosening, possibly due to the patient not following post-operative instructions. As a result, the patient may need revision surgery for both the tibia and talus, using the invision system.